Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pocket revision in (B)(6) 2016 was needed because it was determined that the pump was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who stated that the patient¿s previous pump managing physicians were no longer at their practice and the notes that were available to the hcp were incomplete and contradictory. Also, some of the work-ups done on the patient were done at outside facilities through her pain physician and the reports were not available to them. The hcp also noted that the patient was possibly fired from a different hcp and thus was likely not a good historian. According the notes the hcp had available, the patient established care on (B)(6) 2015 and the pump serial number was (B)(6) in (B)(6) 2016, the patient¿s pump was revised due to pump discomfort and then on (B)(6) 2017, the patient's pump was removed due to an infection. The patient reported wound drainage and not feeling well prior to the surgery. The pump was sent to the pathology department with the designation of "defective". According to the notes, the patient's pain was better following the pump being removed in (B)(6) 2017. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (5 mg/ml at 1 mg/day) and clonidine (100 mcg/ml at 20 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that on (B)(6) 2016 the patient had a pocket revision. The patient then developed an infection and the pump and catheter were explanted. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.